Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced uncomfortable stimulation described as a burning sensation. The sensation was only present when therapy was on. As a result, surgical intervention is pending to replace the ipg.

Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their ipg replaced. Therapy has been restored.